Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump did not alarm for an occlusion when it should have. The pump was not available for troubleshooting at the time of the initial contact. Animas customer technical support has made multiple attempts to contact the reporter for troubleshooting, without success. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm histories did not show any evidence of occlusions. The black box data from the time of the reported incident was overwritten due to continued pump use. Investigation could not be completed due to a loss of prime alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.